Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. At the request of the reporter, the surgeon was not contacted. (B)(4).

Event description:
A consumer's daughter reported that her father has a blur and a perfect concentric circle like a grey shadow in his central vision following intraocular lens (iol) implant surgery. The daughter reported her father has seen four doctors and a retinal specialist and the examination results indicated the eye was normal without any signs of macular degeneration. She reported her father has had slight improvement since the surgery. At the request of the reporter, the surgeon was not contacted.